Event description:
On (B)(6) 2013, the patient contacted animas alleging that they had been experiencing erratic blood glucose (bg) between 20mg/dl and 400mg/dl and did not think that the pump was delivering insulin properly. The patient reported low bg symptoms of shaking, dizziness, and sweating. The patient reported high bg symptoms of severe nausea and abdominal pain, tiredness, and headaches. Customer technical support reviewed the pump with the patient and found all settings and histories were correct; the pump was found to be delivering appropriately upon troubleshooting. The patient stated that they had lost confidence in the pump and did not believe it was functioning properly. This complaint is being reported based on the allegation that the patient experienced erratic bgs and the allegation that the pump was not delivering as expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.